Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the screw of the lead became stuck in the valve of the catheter and the valve was damaged. A flush was performed and a leak was observed from the damaged part of the valve. The catheter was removed and a replacement catheter was used with no issue. It was noted that the lead helix had been damaged when it became stuck in the catheter valve. The lead was implanted successfully. No patient complications have been reported as a result of this event.